Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2012; 2531779-03/24/2010-003-r. During evaluation the force sensor assembly was found to be physically damaged.

Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed a damaged force sensor assembly. This report is made based on the results of evaluation.